Event description:
Boston scientific crm received information that at the previous follow up visit on (B)(6), 2009, this pacemaker revealed 1.5 years longevity remaining. No programming changes were made at the follow up. At the most recent follow up visit; it was noted that the device had reached elective replacement time on (B)(6), 2010. Premature battery depletion was suspected. The device was removed, replaced, and returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
To date, the pacemaker has not been returned. Upon receipt, the device will undergo detailed laboratory analysis in an attempt to confirm and determine the root cause of this event.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. It was confirmed through a review of the memory that the device was at elective replacement time (ert). No hardware resets were found. The device communicated appropriately with the programmer and paced and sensed normally. To determine if the device had depleted normally, a laboratory technician used an engineering level longevity prediction calculation to assess the rate of battery depletion of the device. The results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Further analysis of the device memory found that the device reached the elective replacement time (ert) on (B)(6), 2010. It was also noted that the current drain of the battery was at a higher value when ert was reached. A review of daily measurements revealed that the ventricular pacing threshold increased slightly. This fluctuation resulted in the device using more of the battery capacity, which shortened the estimated device longevity. The device experienced normal battery depletion; however, reached ert earlier than the longevity calculator predicted due to the changes in threshold. The longevity remaining estimate is a snapshot in time and can change due to battery related calculations, based on device usage. This device's longevity calculator is currently designed in a way where such small variations in to the current drain results in a more significant impact to the estimated longevity. Although this is considered normal function for this model, further root cause investigation is currently being conducted so that this issue is better understood.